Manufacturer narrative:
Concomitant medical products and therapy dates: product model 3186; therapy date unknown. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference MFR report number 3006705815-2019-01669. It was reported that the patient experienced a fall and the system started autoreducing. Patient was not getting effective therapy. Diagnostics showed all contacts had high impedances. X-rays did not show migration or visible fractures. Reprogramming did not resolve the issue. Surgical intervention may be pending to revise the leads.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number 3006705815-2019-01669.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received stated that stimulation was turned on post-operatively and effective therapy was restored.

Event description:
Related manufacturer reference number 3006705815-2019-01669. Additional information received stated that the patient's leads were explanted and replaced. Stimulation therapy was achieved during the procedure.